Event description:
Permobil ab received a report claiming as the end-user was in transition of transferring from the wheelchair's seating to the bed, the footplate assembly reportedly fell off. This reportedly caused the end-user to lose support to their legs and resulted in a self-diagnosed injury. Medical intervention was not sought to address.

Manufacturer narrative:
Information provided to permobil ab indicated the end-user moved the wheelchair to the bed and positioned the seat and footrest to the same height as the top of the bed. As the end-user started to transfer from the wheelchair's seat towards the bed, the footplate assembly reportedly detached and fell on the floor while the user's feet were on the bed, and their legs resting on the footplate. The end-user claims to have received small fractures to their hip as their legs were suddenly unsupported. The report of small fractures in the hip is based solely on the end-user's self-diagnosis as they confirmed not having sought medical attention. Permobil technicians were dispatched to evaluate the device. It was found that screws used to secure the footplate assembly had loosened which allowed the footplate assembly to slide off the leg tube from which it was attached. The assembly was re-installed, adjusted to clients' needs, and secured accordingly. It is permobil ab's determination that this reported incident was the result of lack of maintenance where the securing hardware had loosened, over time, after normal use. The DHR was reviewed, and the device was found to have met specifications prior to distribution.